Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that during a femur osteosynthesis with retrograde/antegrade femoral nail (rafn), during the proximal anteroposterior block, the initiator tip of the drill broke and remains in the bone cavity. During the next block the other drill was used and the same happened. The two locks and the tips of the bits were placed in a position where their extraction is difficult. The young patient had very dense bone quality. The procedure was completed successfully with a fifteen (15) minute surgical delay. This report is for one (1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned. The photo depicted the reported impacted products with the needle-tip broken off; the missing tip was not represented in the photo. Chatter marks were observed on the drill's lands, indicating the device was used and had contacted another device during use. No other issues were noted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part: 03.010.104, lot: 25p3479, manufacturing site: bettlach, release to warehouse date: 14.11.2019. A manufacturing record evaluation was performed for the finished device 03.010.104, lot: 25p3479 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the drill bit ø4.2 calibr l145 3flute (part: 03.010.104 lot: 25p3479) was received broken at cq. The device was found to be broken at distal end and broken piece was not received. Hence the complaint can be confirmed for the broken condition however, the embedded device reported failure could not be confirmed since the x-ray was not provided. Dimension inspection: the outer diameter of the shaft proximal to the breakage was measured and is with in specification of per relevant drawing. Conclusion: a definitive root cause could not be determined. But, it is possible that rough handling or excessive force was applied during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.